Event description:
--

Event description:
Subsequent information indicates that the lead was subsequently explanted. The lead was returned for analysis.

Event description:
Boston scientific received information that this implantable lead displayed loss of ventricular capture and poor sensing. The lead was found to have dislodged. A lead revision procedure was performed where the lead was successfully repositioned. There were no adverse patient effects.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.